Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a breast biopsy procedure, the device could not vacuum the tissue from the fourth time. No tissue samples were taken as a results. The surgeon changed the probe and could collect enough tissue samples without problem. There was no add'l procedure and no implact to the pt.